Event description:
The facility reported a colleague infusion pump with "multiple lines across the screen". This event occurred during programming/setup; however, it is unknown in which care area this event occurred. This condition had the potential to interrupt delivery. According to the facility representative, there was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with "multiple lines across the screen" was confirmed and reproduced by baxter personnel during product evaluation. The root cause was assigned to a defective main display. The main display replaced to correct this condition. The user interface module software version of this pump is 6.13.90 which is categorized as a colleague 2006. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.